Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with blank display due corroded electronic assembly. No unexpected constant audio / beep anomalies were noted. The motor assembly was found corroded. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with severely scratched display window. Unit received with missing end cap sticker.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assembly. No unexpected constant audio or beep anomalies were noted. The motor assembly was found corroded. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, a severely scratched display window and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pumps screen is completely blank. There was no alarm prior to the tone. Customer was unable to clear or get the insulin pump to respond. Nothing further reported.